Manufacturer narrative:
Investigation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open samples. One of them is empty (there is no thread nor needle inside) and the other one is unused and has the needle detached from the thread (the thread is still wound on the pack). Checking the detached needle received we have noticed that there is a piece of thread attached to the needle. The thread is broken near the needle attachment area probably caused by a needle holder or other surgical instrument causing the needle detachment most probably due to wrong handling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: in spite of receiving a defective sample that was not handled correctly by the user, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. After opening, the packet, it was noted that the needle was detached. It was not used on a patient. Further information was not provided.